Event description:
It was reported when power is turned on the screen stays black, nothing lights up, but it sounds like it is on. This happens the majority of the time, although every so often it will turn on as expected. Multiple power cables, outlets, and reboots were attempted. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display flex was damaged and torn. It was also noted that there were post errors at initial boot-up as well as the black screen displaying the on/off symbol and not consistent reproducible error, system errors have been noted in the log, and the bezel was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.